Event description:
Caller reported a malfunction on the pump, with the malfunction code malf 12 displayed. There was no adverse impact to the customer's blood glucose level. Customer service provided information for resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. Caller was advised to continue using the pump and to call back if any issues arise again.